Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.00/2.5/086 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Corrected data: b5: diopter should be corrected to (sphere/cylinder/axis). Claim#: (B)(4).